Manufacturer narrative:
Additional information was received and noted that the male patient is (B)(6) years old, the surgery took place on (B)(6) 2012 in illinois, and the lot number of the filter is 15502658. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the exact implant date and event date are unknown at this time and are represent by the date (B)(6) 2013 of the medwatch report since (B)(6) 2012 is the month treatment began with the device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the exact implant date and event date are unknown at this time and are represent by the date (B)(6) 2012, not 06/01/2013 as reported in the initial medwatch report, since (B)(6) 2012 is the month treatment began with the device. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the cordis legal department, this patient had a trapease vena cava filter implanted on (B)(6) 2012 and it was noted that the struts of the device had fractured. No additional information is available at this time. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15502658 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
As reported by the cordis legal department, this patient had a trapease vena cava filter implanted and it was noted that the stuts of the device had fractured.

Manufacturer narrative:
As reported by the cordis legal department, this patient had a trapease vena cava filter implanted and it was noted that the struts of the device had fractured. Additional information was not provided. The patient¿s diagnosis and indication for filter insertion were not provided. The date when the filter was implanted was not provided. The date when the filter was noted to be fractured was not provided. Neither films from the index implantation procedure nor films confirming filter fracture were provided. It is unknown if the patient had any procedures or trauma that may have caused the filter fracture. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Filter fracture is a potential complication associated with filter implantation. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Other events that may result in filter fracture include any surgery performed near the filter or trauma to the chest (i.e. Motor vehicle accident, fall, CPR). Based on the limited information available for review, it is not possible to draw a conclusion about a clinical relationship between the device and the event reported. Without a lot number to conduct a DHR review and without the product for evaluation, it is not possible to determine if the reported filter fracture could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.